Event description:
The ICD had apparently 10years longevity during the last check up in 2021. On the 23rd of august 2022 it had only 2years longevity. The physician is worried and would like to know what happened. The tension went from 2.95v to 2.80v in just one year. Is it normal?

Manufacturer narrative:
Analysis of the device and patient files have shown and abnormal battery depletion. The battery analysis is ongoing to know the root cause of this fast depletion.

Event description:
This is extremly urgent the ICD had apparently 10years longevity during the last check up in 2021. On the(B)(6) 2022 it had only 2years longevity. The physician is worried and would like to know what happened. The tension went from 2.95v to 2.80v in just one year.